Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_lead, product typ:e lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for failed back surgery syndrome and spinal pain. Information was reported patient stated she was in a car accident ( (B)(6) 2012) and was rear ended and leads went up to her shoulder blades in the mid back and had to have rods and screws put in, patient stated both healthcare providers (hcp) had to do this together because they did the rods and screws. Patient stated they had to move the leads and put in different ones so they would stay better. The ins malfunctioned as a result of the accident. Patient stated it used to go down her feet but stopped because of all the damage they told the patient it wouldn't go down her feet which was after the accident 6 years ago. Patient stated when increasing stimulation she only feels pressure in the spine and not the normal stimulation. No further complications were reported. No additional patient symptoms were reported.